Event description:
It was reported that the device was explanted due to an unk reason. The device was implanted in 2008; however, the explant date is unk. No further details provided.

Manufacturer narrative:
Device not returned.